Event description:
A customer contacted baxter technical services(bts) regarding assistance with a check supply line alarm during the prime on the homechoice machine(hc). During troubleshooting, the hp stated, he accidentally disconnected too soon and is connected now. The tsr asked the hp if they used a flexi-cap and he stated no. The tsr also confirmed with the hp that the white clamp lines are open and nothing is connected. The tsr advised the hp to dispose of current supplies and start over with new supplies. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - failed to follow therapy steps, where the hp disconnected from the disposable set without using a flexicap and did not close clamps on the unused lines. This complaint is confirmed because this is a use error that can cause contamination and/or iipv. Since it cannot be determined why the hp disconnected from the disposable set without using a flexicap and did not close clamps on the unused lines, the as determined cause for this complaint is undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident.